Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a ProStyle device using a 6F sheath after a percutaneous coronary intervention procedure. Reportedly, a suture break occurred while advancing the knot. Manual compression was used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.